Event description:
An orthofix xcaliber fixator was applied to the pt. On the first or second day after surgery, the fixator became unstable. The rep and the doctor examined the device on the pt and noticed that both cams were open. They locked the cams and the holding power of the system was ok. After a couple of days the doctor decided to replace the fixator with a new one. Pt is expected to heal as desired.